Manufacturer narrative:
(B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered atrioventricular heart block requiring surgical intervention. During the mapping phase, the catheter had pressure on the his bundle and the patient went into atrioventricular heart block. No ablation occurred around the his. The patient received medical therapy including medicine and temporary pacing; however, the patient never got out of heart block and required a permanent pacemaker. There¿s no information regarding extended hospitalization and patient¿s outcome. The physician¿s opinion regarding the cause of the adverse event is unknown. No biosense webster, inc. Product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device with lot number 30293402m, and no internal actions related to the reported complaint condition were identified. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on the event on (B)(6) 2020. The patient was a 65-year-old female. Patient¿s condition improved after pacemaker implantation. Extended hospitalization was not required. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. In addition, the physician's name was provided. Therefore, populated ¿a2. Patient age at the time of event¿, ¿a2. Age unit¿, ¿a3. Sex¿, ¿e1. Initial reporter title¿, ¿e1. Initial reporter first name¿, ¿e1. Initial reporter last name¿, ¿e2. Health professional?¿ and ¿e3. Initial reporter occupation¿ fields. Manufacturer¿s reference number: (B)(4).